Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was reproduced. A review of the event history log revealed 'downstream occlusion' message but were not determined if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed that the downstream sensor to be within specification. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.